Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years due to perivalvular leak (pvl). Per the op report, transesophageal echocardiogram (tee) showed the patient had severe aortic regurgitation with pvl. During explantation, one of the leaflets was noted to have a tear in it. The device was replaced with a new edwards bioprosthetic valve. Post implant tee showed the aortic valve in good shape with no pvl. No operative complications reported.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. The op report documents a torn valve leaflet, which likely contributed to the patient's regurgitation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.